Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally dropped the ilet in a bathroom, resulting in a shattered screen and damage at the charge/connector interface, after which the device was completely nonfunctional and a replacement was arranged. Symptoms included no reported adverse health effects and blood glucose reportedly not affected. Outcomes included continued use of cgm via the dexcom app or receiver while awaiting the replacement device and instruction to shut down the damaged ilet to avoid further alerts, with acknowledgement that device data would not transfer and a startup process would be required on the replacement and inspection of the returned device. Investigation included review of the event description and confirmation that the failure followed a physical impact to the device. Investigation of this device revealed damage consistent with external physical breakage of the display and connector components, resulting in loss of device function. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage.